Event description:
It has been reported while using the scope to remove a kidney stone, the scope has signal loss, losing the picture and going back to the dashboard screen for a couple of seconds, then goes back to the image. This happened 4 times during the same procedure. Procedure was completed with the same device. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_(B)(4).